Manufacturer narrative:
Device is a combination product patient identifier - (B)(6). Device evaluated by manufacturer : it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, spasm and dissection occurred. In (B)(6) 2012, the patient presented with prolonged chest discomfort and was hospitalized the same day. Subsequently, the patient was diagnosed with progressive angina and cardiac catheterization was recommended. The 2.0x20mm quantum apex balloon was used to predilate the 1st diagonal at 20 atm and a recoil was noted. The 90% stenosed 1st diagonal was treated with placement of a 2.25x20mm promus element stent. Residual stenosis was 20%. Post deployment of the stent, there was distal spasm and possible dissection was noted. Several doses of intra coronary nitroglycerin were given for the same. The 50-75% stenosis in the mid and distal right coronary artery (rca) was treated with the placement of a 3.5x28mm promus element and 3.0x38mm ion stents respectively. Post deployment of the stents, residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel 1 day later.